Manufacturer narrative:
Customer stated the transfused units were not typed retrospectively, to determine if they were positive for the e antigen. Ortho clinical diagnostics (ocd) quality assurance performed retain testing of vra118 to confirm the presence of the e antigen; satisfactory results were observed. A post transfusion sample was also tested. Testing was performed with vra118; weak reactivity was observed with 3 of 10 e+ cells. No death or serious injury was associated with this incident. Reference related complaints: mdr2250051-2008-0423. Mdr2250051-2008-00425.